Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately low results compared to her feelings or usual results. The complaint was classified based on the customer care advocate (cca) documentation. During the first week of (B)(6) in 2011, in the afternoon, the patient alleged obtaining an inaccurately low reading. The patient reported using insulin pump therapy to manage her diabetes. The patient reported around 4:00pm on the same day, she developed symptoms of 'vomiting profusely for hours and keytones in urine' which she associated with high blood glucose. The patient reported on august 1st, she was treated in the emergency room (ER) with IV fluids. The patient reported her blood glucose was measured in the ER, but could not recall the results. The patient did not report further treatment in response to her symptoms. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient's test strips were in good condition, and her testing process was correct. The cca noted the patient was using an approved sample site for testing. In addition, when a control solution test was completed, the result was within the recommended range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter alleged obtaining inaccurately low blood glucose readings, developing symptoms suggestive of severe hyperglycemia and requiring treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.